Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer initially booted up with a blue screen and then later it booted up with a pulsing hour glass and big lettering; mpu (main processor unit) printed circuit board assembly was found out of electrical specification. Analysis also found the printer drawer latch and power cord were missing. The power cord bay door was broken. (B)(4).

Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.